Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The transesophageal echocardiogram implant evaluation revealed a pericardial effusion of size 3 mm. There were no other complications reported.